Manufacturer narrative:
The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. Review of the device data logs did observe the error and the error was cleared and did not reoccur. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.